Manufacturer narrative:
Customer disposed the parts.

Event description:
As described by the customer "tempus ic li-ion battery exploded while being charged by tempus battery charger". Initial evaluation based on the customer communications reveal that tempus ic pro, the affected product built & shipped to our customer, us socom (us special forces), back in 2011. Adventure medics, who reported this complaint, purchased either from govt auction or from ebay. There is no further evaluation possible for this case since customer disposed the battery debris and the product is end of life. Cause could not be determined. Customer has been informed about product end of life and no support from philips for the parts.